Manufacturer narrative:
A ge rep evaluated the sys and replaced the sys interface board. The sys operates as intended.

Event description:
It was reported that the system locked up. No pt injury was reported.